Event description:
When surgeon went to impact a delta xtend 38+6 poly component, the cup did not appear to seat fully and was removed from the stem with an instrument with little effort. A second 38+6 poly component was then attempted to be implanted and the result was the same. A third poly 38+3 was impacted with same result as the other two cups. At this point, the surgeon made the decision to cement the 38+6 poly into the humeral stem, rather than take out the cemented stem. Surgical time was extended by 30 minutes. It is suspected, but not known for sure, that the stem was the likely problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.